Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier provided: (B)(6). Device is an instrument and not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that on (B)(6) 2013 a 1.5mm drill bit broke while in use with a 2.0 universal drill guide during a foot surgical procedure. The drill bit pieces fell to the floor and were all collected by the nurse. A second 1.5mm drill bit was used successfully to complete the procedure. Less than 1 minute of extended operative time reported due to device related; due to device related reason. No harm to patient. This is report 1 of 1 for complaint (B)(4).